Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed the normal range, displaying "high." The customer addressed the issue by administering a correction injection via multiple daily injections (mdi). There was no incapacitation, and the customer did not require third-party assistance. Technical support provided instructions on resetting the pump, which resolved the malfunction without recurrence. The customer was advised to continue using the pump and to contact support if the issue reappeared.